Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's left ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Device evaluated by manufacturer - the previously reported blank status was incorrect; the correct status is "yes".